Manufacturer narrative:
The analysis report confirms wobbling. Found that the device cannot pass the hi-pot and the bearings were corroded. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported that a handpiece bur wobbles post-operatively. There was no patient involvement. Through a follow up it was reported that the bur would have possibly wobble when in contact with the patient.